Event description:
It was reported that this patient had a discharge from the xiphoid incision as it appears the patient had an allergic reaction to the metals in the subcutaneous implantable cardioverter defibrillator (s-ICD) and/or in the implantable electrode, presumably to be nickel the involved metal. However, per the instructions for use (IFU) of the s-ICD and the implantable electrode, nickel is not listed as a material for either product. This electrode remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this patient had a discharge from the xiphoid incision as it appears the patient had an allergic reaction to the metals in the subcutaneous implantable cardioverter defibrillator (s-ICD) and/or in the implantable electrode, presumably to be nickel the involved metal. However, per the instructions for use (IFU) of the s-ICD and the implantable electrode, nickel is not listed as a material for either product. This electrode remained in service until it was eventually explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Only the proximal segment of the electrode was returned, it was severed around 335 millimeters form the terminal end. Several cuts were noted in the insulation and conductors at the distal end of the segment returned, which is likely explant damage. Testing was completed to assess the electrode electrical performance, and the measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The laboratory analysis did not reveal any abnormalities with this product and the clinical observations of allergic reaction and fluid discharge cannot be addressed by product analysis.

Event description:
It was reported that this patient had a discharge from the xiphoid incision as it appears the patient had an allergic reaction to the metals in the subcutaneous implantable cardioverter defibrillator (s-ICD) and/or in the implantable electrode, presumably to be nickel the involved metal. However, per the instructions for use (IFU) of the s-ICD and the implantable electrode, nickel is not listed as a material for either product. This electrode remained in service until it was eventually explanted and returned for analysis. No additional adverse patient effects were reported.